Manufacturer narrative:
(B)(4)

Event description:
It was reported that a few days after implant, the left ventricular (lv) lead was causing phrenic nerve stimulation. The lv lead polarity was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event. The patient is part of the system longevity study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable defib lead 2013 (B)(6). (B)(4).

Event description:
It was later reported that lv outputs were decreased in response to the extracardiac stimulation.